Event description:
On 21-sep-2025, it was reported that a beta bionics ilet user received an occlusion alert and an ¿unable to proceed¿ message after reconnecting the pump following a shower. The user performed a full supply change and resumed insulin delivery. No adverse event took place, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.